Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other perclose proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was achieved with two proglide devices, using the preclose technique, with a 4fr and then 8fr sheath prior to a transcatheter aortic valve replacement (tavr). Reportedly, the sheath was upsized to 16fr and the tavr procedure was completed. Hemostasis was attempted with the two sutures; however, hemostasis was not achieved. A third proglide was attempted; however, after suture placement, the footplate would not close. The third proglide was pulled out and hemostasis was achieved with manual arterial compression. An angiogram showed a clot in the superficial femoral artery. A cut down and embolectomy was performed. During the cutdown, it noticed that the first proglide, placed on the superior side, had pulled through the artery, lacerating it. The lower inferior proglide suture had held. It was noted that the patient has arteriopathy which could have caused the first suture to not hold. The artery was repaired and hemostasis was achieved with simple surgical suturing. The patient is reported to be fine. The physicians who used the proglide devices are reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.